Manufacturer narrative:
(B)(4). Brand name: uretex sup urethral support system, catalog # 485013. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from importer report - associated MDR: 1018233-2013-00719.